Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that blood leaking out of catheter after needle was retracted and before extension set attached. Verbatim: complaint via email. Email(s) attached blood leaking out of catheter after needle was retracted and before extension set attached.".